Event description:
This report summarizes three (3) malfunction event. A review of the events indicated fitting issue to another device. No patient adverse events were reported. No information regarding patient demographics were provided.